Event description:
A malfunction was reported on the pump, specifically malfunction code malf 9, which persisted even after an initial reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, but after the malfunction recurred, a pump replacement was arranged. The customer declined an out-of-warranty loaner pump and opted to use multiple daily injections (mdi) to maintain insulin delivery.